Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported when the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board for replacement to address the reported problem. The biomedical engineer reported he replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable and the reported problem was resolved. The biomedical engineer reported he ran the performance verification test which passed and the unit is back in service with no further reported occurrence.